Manufacturer narrative:
H10, h3, h6: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across pico product family, with further instances of the reported event recorded in past years. The device was used for treatment. The returned device was evaluated. An initial visual inspection did not identify any issues. When fresh batteries were inserted, the device did not function. This confirmed a relationship between the event and the device. Device performance data showed that the device ran for over 7 days. As stated in the IFU, the pico 7 device is designed to provide therapy for 7 days. The device stopped providing therapy as it had reached its end of life time limit. The investigation has been concluded as ¿no device problem identified¿. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device has stopped working and also after changing the battery, the device no longer ran. No patient harm reported. Backup was available.

Event description:
It was reported that the device has stopped working and also after changing the battery, the device no longer ran. No patient harm reported. It is unknown how was this event solved.